Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using the pre-close technique via a 7f sheath hole prior to a mitraclip interventional procedure. Reportedly, all the steps were performed correctly; however, the device could not be removed as the suture had caught on the device and could not be released. They cut the sheath and released the device. Access was lost; therefore, the vessel was punctured again to perform the procedure. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to device entrapment may include, but are not limited to, manufacturing, issue or suture caught in foot, posterior cuff partly deployed in foot. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.